Event description:
Since [date redacted] - this year, there have been approximately 30 reports across the [redacted] healthcare system involving both primary tubing and blood tubing. These reports include multiple issues, including tubing splits/cracks, leaking from tubing and y port sites, missing roller clamps, and breakage of tubing from the ports. All of these events had potential for harm to either the patient or the staff involved.